Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the device was not advanced or withdrawn against resistance. The guidewire was able to be advanced through the catheter. There was no evidence of fragments remaining in the patient. No excessive force was used, but might be occasionally applied relationship with the thrombus. The procedure was successfully completed. There was no alleged product malfunction with the embotrap. There was no procedural delay due to the event. Complaint conclusion: as reported by the field, during a mechanical thrombectomy of the internal carotid artery for cerebral infarction, an embovac ic 71, 132 cm, ce, asp. Ind. Guide catheter (ic71132ca, 30767693) was used according to the instructions for use (IFU). The embovac was used as an aspiration catheter. Total 3 pass were performed. The embovac was inserted into optimo, phenom which was inserted into the embovac, and then embotrap. First 2 passes were done with no problems, but the vessel recanalization was difficult because of suspected atherothrombotic brain infarction. After the 3rd pass, the embovac was pulled from the patient¿s body and found the issue; elongated and peeling outer coating at about 3 cm from the tip, and blade was exposed. The embovac could have been used without issues. Suspected that the friction may have increased during thrombus retrieval by the embovac, leading to functional damage. There was no negative impact to the patient. A continuous flush was done. Additional information received indicated that the device was not advanced or withdrawn against resistance. The guidewire was able to be advanced through the catheter. There was no evidence of fragments remaining in the patient. No excessive force was used, but might be occasionally applied relationship with the thrombus. The procedure was successfully completed. There was no alleged product malfunction with the embotrap. There was no procedural delay due to the event. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30767693 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the events are related to the device manufacturing process. The exact cause of the events could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30767693 number, and no non-conformances related to the malfunction were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy of the internal carotid artery for cerebral infarction, an embovac ic 71, 132 cm, ce, asp. Ind. Guide catheter (ic71132ca, 30767693) was used according to the instructions for use (IFU). The embovac was used as an aspiration catheter. Total 3 pass were performed. The embovac was inserted into optimo, phenom which was inserted into the embovac, and then embotrap. First 2 passes were done with no problems, but the vessel recanalization was difficult because of suspected atherothrombotic brain infarction. After the 3rd pass, the embovac was pulled from the patient¿s body and found the issue; elongated and peeling outer coating at about 3 cm from the tip, and blade was exposed. The embovac could have been used without issues. Suspected that the friction may have increased during thrombus retrieval by the embovac, leading to functional damage. There was no negative impact to the patient. A continuous flush was done.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.